Manufacturer narrative:
E1: initial reporter address- (B)(6). E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded . The following information was received by the initial reporter with the following verbatim: on (B)(6) 2023, an intravenous needle was placed in the patient for infusion before the operation. After connecting the infusion connector, the liquid could not enter. The saline syringe was used to push and block the injection, and the saline could not enter. To comfort the patient and replace the infusion connector, the patient cannot bear the cost and the department can only bear the cost.